Manufacturer narrative:
Patient identifier: requested, not provided due to hospial policy. Age & date of birth: requested, not provided due to hospial policy. Patient sex: requested, not provided due to hospial policy. Weight: requested, not provided due to hospial policy . Ethnicity: requested, not provided due to hospial policy. Race: requested, not provided due to hospial policy. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: supply director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device involved could not be assembled, there was no click sound. The device was removed and not deployed. Pressure was held. There were no issues with the patient. The patient was fine. There was no patient injury/medical or surgical intervention required. Additional information was received on 03jan2023: the procedure performed was a heart catheterization using a 6 french sheath. A pre-deployment angiogram was performed. The patient was stable.